Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a lighttrail 600um single laser fiber was used in a cystoscopy with bladder stone lithotripsy with laser procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber broke during laser firing. The procedure was completed with another lighttrail 600um single use laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.